Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staples were not holding. Procedure completed with same/like device. There were no adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned nonfunctional. The instrument was received with the magazine detached from the handle due to insufficient magazine to handle weld. No functional test was performed due to the condition of the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.